Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens (iol) did not advance all the way out of the cartridge while inserting into the left eye of a male patient. Incision enlargement was required and a new iol same model and diopter was then implanted. The patient is reported as fine.

Manufacturer narrative:
Device evaluation the intraocular lens (iol) was returned to the manufacturer. Visual inspection was performed the lens was not observed stuck in cartridge. The unfolder cartridge in question was not returned. The reported stuck in cartridge was not confirmed. There were no discrepancies found during the manufacturing record review. The documentation shows that the production order was manufactured according to specifications. There is no associated deviation or non-conformity report found in the manufacturing record review (mrr) related to this complaint and/or similar issues. The units were released according specification in compliance with the product intended use as required. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the manufacturing record review, analysis of the return, historical complaint review and non-conformance/CAPA review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to the manufacturer has been submitted.